Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the occluder went into "cal" mode. The device was not changed out, as they had to come off pump to remove the tubing from the occluder head. They disconnected the occluder system and used manual clamps. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient. Per clinical review on (B)(6) 2014: the manufacturer's technical support reviewed the data logs submitted by the field service representative (fsr) on (B)(6) 2014. The system-1 perfusion system logs detail the following for the procedure on (B)(6) 2014: at 12:09:55 pm system-1 booted up. At 12:12:07 perfusion case opened. At 12:12:36 occluder closed calibrated (linear position 1072). Linear position value of 1072 indicates the occluder was calibrated without tubing in the occluder head. The IFU states to load tubing in the occluder head before calibration is performed. At 04:14:21 occluder is 99% open and reduced to 48% over next 4 seconds. At 04:14:25 occluder closes in spite of display reading 48%. This indicates that the perfusionist was beginning to wean from cpb at 04:14:21 and the occluder is gradually closed to keep more blood in the heart. The occluder closed earlier than the perfusionist expected as the % open went from 48% to closed. The centrifugal pump (arterial pump) speed was at 2448 rpm at 04:14:25, but was decreased quickly to 1722 rpm at 04:14:33 (8 seconds). This indicates the perfusionist quickly reduced the pump speed as the occluder closed and stopped drainage from the patient. According to the perfusionist, when he observed the occluder had closed, he quickly opened the latch and cover and venous drainage returned. Tube clamps were used the remainder of the procedure to control venous return. The logs indicate the lowest centrifugal pump speed around this time was 1506 rpm at 04:14:40 and the speed was back above 1600 rpm 30 seconds later and at 2436 rpm 20 seconds later. This indicates the cpb was never terminated. This behavior of the occluder is not a malfunction, but is product of calibrating the occluder with no tubing and this leads to an inaccurate baseline target for full closure of the tubing. The logs also show that during other cases in the month of january, calibration did occur with tubing and in these cases, the occluder did not exhibit this behavior. The case was completed successfully and there was a brief delay in weaning the patient off cpb. An estimated delay in the procedure is about 2 minutes. There was no loss of blood and no component was changed out. There was no harm observed or reported.

Manufacturer narrative:
This complaint is related to MDR#1828100-2014-00068. Per the perfusionist (ccp): he stated that pre-case he calibrated the occluder with tubing in head. All was good until about ninety minutes or so into bypass, when he began to "wean" at end of bypass. He slid the slider on occluder screen down and at some point (about fifty percent into wean) the occluder icon changed to "cal". He realized that there was no flow from patient into the reservoir. The ccp popped the top off the occluder head, then used "clamps to refill the patient". The ccp said that the occluder "automatically initiated a cal". The occluder head was originally from a 9000 perfusion system but was used on the system 1 perfusion system currently. The field service representative (fsr) downloaded the software data logs from the perfusion system and verified the occluder operated properly. Software data logs were received by the manufacturer on (B)(4) 2014 for further evaluation.